Event description:
It was reported that during implant the lead exhibited loss of sensing. After three repositions the helix would not extend.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of loss of sensing was not confirmed in the laboratory. Dried body fluid inside the inner insulation prevented the inner coil rotation which prevented the helix retraction. Too many revolutions trying to actuate the helix when it was stuck caused the inner coil to become over torque. The lead exhibited normal characteristics.